Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was charging the ipg more frequently and was also having difficulty connecting the remote control (rc) to the ipg. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.